Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2022, the patient's infusion set's tubing detached from the connector and this issue occurred with two infusion sets, one occurred this morning and second issue occurred during preparation. The patient's blood glucose level was 120 mg/dl at the time of the event. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.